Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed myopotential oversensing on an implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was stable.